Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The outer insulation had breached environmental stress cracking (esc). It was also noted that the proximal and distal conductors had blood/body fluid (not obstructed), the outer insulation had cosmetic metal induced oxidation, the outer insulation had cosmetic esc and a cosmetic depression, and there was blood in/on helix mechanism.

Event description:
The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.